Manufacturer narrative:
Correction h4: add device manufacture date (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked from the "white below" (connector), where the patient would connect (not at the tip). This occurred during priming of peritoneal dialysis (pd) therapy; the patient was not connected at the time of the event. There was no physical damage noted on the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.